Event description:
A pt of unk age and gender presented for an endovenous laser treatment. After the physician connected the fiber to the laser generator and placed the fiber through the ops sheath, the pt was placed in trendelenburg position. As the table with the pt was being raised to begin the procedure, the physician believes that the fiber backed approx 10cm into the ops sheath. This was not noticed by the physician at the time and proceeded with the case. During the ablation, the physician realized there was an issue, stopped the ablation and pulled the fiber and ops sheath out of the pt. The physician performed a vein stripping to successfully remove the rest of sheath from the vein. There was no report of permanent harm or injury to the pt.

Manufacturer narrative:
Although it was indicated that the defective device is available to be returned to the manufacturer for evaluation, it has yet to be returned. Attempts are being made to the firm to obtain the device. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).